Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Was the staple line complete? What was the shape of the staples (b-formation, irregular, legs straight)? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both donuts complete? Was the safety reset prior to removal? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Who removed the device? What was the users experience with the device? Were there any changes to the patient¿s post-operative care? If yes, please describe. Response received: the orange indicator of the cdh was in the middle of the green range. After firing the device the leakage test failed. The leakage occurred in staple line at the anterior rectum wall. The staples seemed to be not correctly formed. Legs of the ¿formed¿ staples standing out lateral and penetrate the rectum wall. Customer suspects that the centering of the staples in the anvil plate. Anastomosis was overstitched circularly. No negative consequences for the patient.

Event description:
It was reported that during an unknown procedure, after firing the anastomosis was incomplete during test, sutured by hand. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.